Manufacturer narrative:
A field service engineer (fse) was dispatched who worked with the customer over the phone, fse ordered check valves for the customer, and walked customer through replacing check valves, priming, calibrating and adjusting flow rate.cal, qc and previously run patient samples all ran within specifications. No further action required by fse the probable cause of the event was a faulty check valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported missing peaks with their g7 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.